Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium "heparin" (lh) 83 units blood collection tubes were found with molding defects (non cosmetic). The following information was provided by the initial reporter: it is reported customer received collapsed vacutainers. Verbiage received, - "we found more damaged tubes in one of the packs.".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by your facility for investigation. The photo was evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were found with molding defects (non cosmetic). The following information was provided by the initial reporter: it is reported customer received collapsed vacutainers. Verbiage received, - "we found more damaged tubes in one of the packs."